Event description:
New bard groshong 4 fr inserted pcxr reviewed by dr, who ordered ivp dye contrast flouroscopy to determine distal tip location. PICC had good blood return and flushed easily prior to taking to radiology department PICC rn escorted pt to fluoro and observed dr instill isoview into PICC with a 60cc syringe (power injector was not used). Several flushes of isoview were required to accurately contrast showed up on the fluoroscopy. Pt's catheter was not examined at that time due to pressure dressing over the catheter, per insertion protocol was repaired using MFR's repair kit. The PICC rn observed the entire procedure while the pt was fluoroscopy and did not observe any undue pressure placed on the PICC by dr. This rn believes the catheter should not have fractured and may be a defective catheter. The product has been retained for inspection and is located in the vascular access department.